Manufacturer narrative:
(B)(4). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. A review of the device history record has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported patient was injected with .4 ml of juvéderm® voluma¿ with lidocaine in the cheek fat pads bilaterally. 6 weeks later, patient presented with ¿swelling and induration and lower lid and upper malar region pain, redness, swelling, malar area felt hard¿. Patient¿s gp prescribed 15mg od plus antihistamines daily and keflex 500mg bd. CT scan performed, which showed ¿premolar induration¿. Patient was also treated with ¿injected 900u-1200u (tyalase diluted in a 0 saline) ab+ steroid+¿. Patient¿s symptoms are ongoing.